Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient (B)(6) has one occipital lead. It was reported the patient experienced increased headaches. X-ray imaging indicated the lead had migrated. Surgical intervention was undertaken on (B)(6) 2018 to reposition the lead. Stimulation was restored following the procedure.